Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving lioresal at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that about a week ago, the patient developed skin breakdown at the pump pocket site. The skin breakdown became significantly worse and the pump was visible through the pocket site as of (B)(6)2017. The patient was taken to surgery on (B)(6) 2017 to explant the pump and catheter and the patient was to be managed with oral medications. It was uncertain if the patient would have a new pump placed in the future. There were no identifiable factors to explain the event and no diagnostics were performed. The issue was noted to be resolved and the patient was noted to be "alive - no injury". No further complications were reported or anticipated.